Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) sensor was ripped and bubbled.¿ was confirmed by visual inspection and functional testing. The probable cause was unknown. The dso seal was replaced, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion sensor was ripped and bubbled. The event occurred during testing.